Event description:
It was reported that: "the device broke at the white hub outside the patient. When it was removed, the hub was no longer connected to the internal tubing and 10.6 cm of the tube was retained in the patient's upper arm." Ai received on 27jan2025: "the patient will need an additional procedure to remove the sheath from the upper arm."

Manufacturer narrative:
(B)(4). UDI is not available as the lot# was not provided by the customer.

Manufacturer narrative:
Qn# (B)(4). The full UDI number is unavailable as the complainant did not report a lot number. No return product evaluation could be completed as the device was not returned for investigation. The affected lot number used in the case is unknown. The customer did not provide a lot number; therefore, a device history record (DHR) review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Case details were reviewed. Customer stated, "the device broke at the white hub outside the patient. When it was removed, the hub was no longer connected to the internal tubing and 10.6cm of the tube was retained in the patient's upper arm." No unit was returned to teleflex for evaluation. It is unknown to what extent of damages, if any, were present at the proximal end of the sheath near the hub. Additional information was requested. A response was received. The mik sheath was used as an IV (intravenous) in left forearm for a neuro-interventional case. Per instructions for use (IFU), vsi micro-introducer kits are intended for use in percutaneous introduction of up to a 0.018 inch or 0.038-inch guidewire or catheter into the vascular system following a small gauge needle stick. No clarification was provided as to why the mik was used in the forearm as an IV (intravenous). The separated fragment is still in the patient and needs additional procedure to be removed. Patient exhibited left arm pain. A manufacturing record could not be completed for the affected lot number as no information was provided by the customer. Based on the distribution, the potential latest lot was identified to be distributed to the customer prior to the event date. A DHR review was completed, and no issues were noted. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events. No risk evaluation required as the actual severity does not exceed the expected severity per the risk documentation.

Event description:
It was reported that: "the device broke at the white hub outside the patient. When it was removed, the hub was no longer connected to the internal tubing and 10.6cm of the tube was retained in the patient's upper arm." Ai received on 27jan2025: "the patient will need an additional procedure to remove the sheath from the upper arm."